Manufacturer narrative:
A steris service technician arrived onsite, ran a test cycle, and did not observe any leaks from the reliance synergy washer where the reported injury occurred. The technician did identify a small leak coming from the facility's utility drain line while the unit was in use. The technician reviewed the synergy washer's cycle printouts and confirmed the unit was not in use the day of the reported event. The technician repaired the unit's drain line, ran a test cycle, and confirmed the unit was operating according to specifications.

Event description:
The user facility reported that an employee slipped on water that leaked from the reliance synergy washer. The employee sought and received medical treatment at the user facility's location and is back at work.